Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device only lasted two years; however, the left ventricular pacing threshold was noted to be very high and device had been programmed at maximum output which likely contributed to the premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.